Event description:
A discordant, false positive vancomycin_2 result for one patient was obtained on the advia 1200 instrument. This result was reported to the physician. Medication was withheld from the patient for three (3) days due to the reported false positive vancomycin_2 result. There are no known reports of adverse health consequences due to the reported false positive vancomycin_2 result.

Event description:
A discordant, false positive vancomycin_2 result for one patient was obtained on the advia 1200 instrument. This result was reported to the physician. Medication was withheld from the patient for three (3) days due to the reported false positive vancomycin_2 result. There are no known reports of adverse health consequences due to the reported false positive vancomycin_2 result.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted.after evaluation of the data by the tsc, it was determined that the advia 1200 generated a range low calculation error (rl //////) and the operator reported this error as a positive vancomycin_2 result.customer bulletin 073d0499-03 rev a states that any rl ////// result should be repeated. If the repeat also produces a result of rl, report as less than the analytical range low limit for the assay.no fse was dispatched to the customer as there was no system issue. The system is operating within specification.no further evaluation of the device is required.